Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during interrogation post-magnetic resonance imaging, the device went into backup vvi after the wand was placed over the device. Device was successfully restored. There was no harm to the device nor the patient. Patient was discharged.